Manufacturer narrative:
Corrected data: this was previously filed under 1017294-2018-00118, however upon further investigation this product was manufactured by conmed in (B)(4). This report reflects filing under the correct FDA registration number for the manufacturing site. The device was not returned to conmed, however, the service engineer visited the user facility and found no faults or damage when evaluating the unit.. All testing found the unit met specifications. This device was approximately five years of age at the time of this complaint. Due to lack of consistency in the provided information from the user facility and there being no fault found with the device; no further evaluation was conducted. The service history was reviewed, and no data was found. The device history was not reviewed since the device has been in the field for more than twelve months. Per the instructions for use, the user is advised the following; the user is advised that the risk of burns can be reduced but not eliminated by placing the probes as far away as possible from the electrosurgical site and the dispersive electrode. Use of other accessories may result in increased emissions or decreased immunity of the esu. Never connect more then one accessory at a time to any one receptacle, not including the dispersive electrode receptacle when appropriate conmed adapter is used. Visually inspect all accessories before each use to verify integrity of insulation and the absence of obvious defects. Confirm all accessories are properly connected to the appropriate receptacles before powering on the esu unit. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The user facility reported that during an endometrial ablation, using the 60-8018 system 5000, the patient suffered a burn on the labia. After receiving answers to our assessment, it was stated that the nova sure handpiece (not a conmed product) is the actual device that caused the burn and subsequent injuries to the patient; these injuries included the patient undergoing additional surgeries for bowel resection and a partial hysterectomy. The conmed system 5000 esu generator is not compatible with this handpiece and cannot be connected to the device, however the complaint states that the esu was used. They also stated that an esu grounding pad was not used because it could not be used with the generator, this would indicate the use of another type of generator. The system 5000 will not output rf energy without detection of a return electrode. A request for photographs showing how the device was attached was made, however none were provided. An initial serial number that was provided would indicate another type of generator, however they also provided a serial number for a system 5000. This report is being raised based on patient injury.